Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation was unable to determine a specific root cause. Based on the multiple clot alarms obtained on the attempted retesting of the sample, the event is consistent with a preanalytical issue. Correct pre-analytic sample handling is within the customer's responsibility. The provided calibration and qc data were inconspicuous, indicating unaffected performance of the device or assay. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The reagent lot number was 877740. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results from the cobas c 503 analytical unit. The initial result was 607 ug/dl. The sample was repeated three times with "sample clot" alarms. The sample was recentrifuged, and the repeat results were 41.4 ug/dl and 42.8 ug/dl. The questionable result was not reported outside of the laboratory. The result of 42.8 ug/dl was believed to be correct.